Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (svc code 110) has been confirmed. Upon investigation the monitor displayed a svc code 110. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause analysis. No adverse event resulted from the defective monitor. The pt rec'd a replacement monitor.

Event description:
A (B)(6) year old female pt called zoll customer support to report that her monitor was displaying a "call for svc" message. Further investigation revealed a svc code 110 (over-voltage cleared). The pt was issued a replacement monitor.